Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
Prior to a procedure, when the generator was powered on, the message "amplifier fault" displayed with an alarm. The generator was powered off and back on several times and different outlets were tested, but the issue persisted. There was no patient involved at the time the issue occurred.